Manufacturer narrative:
According to initial reports, previously implanted cryolife tissue was explanted during a procedure. The tissue database was searched for this patient and no information was found. Multiple attempts at contact were made. No additional information has been made available. This tissue was not returned so no direct observations could be made. A review of the limited available information was performed. There is no additional information available for this event, including but not limited to patient demographics, past medical history, cardiac surgical history, indication for valve explant, clinic or operative notes. In addition, the explanted was not returned and therefore could not be examined. Due to the limited available information, a definitive root cause cannot be determined. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient underwent surgery (B)(6) 2019. Implant summary card for implanted sgpv00 notates previous cryolife tissue was explanted during surgery.